Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain and presented to clinic for post operation check up. Upon interrogation, the right ventricular lead exhibited high capture and undersensing. A CT scan was performed and revealed the lead had dislodged. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient was in stable condition.